Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17967643 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when opening the packaging of a 6mm x 30mm precise pro rx self-expanding stent (ses), the stent was seen partially out of the sheath. There was no injury to the patient, and the device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b3, d8, d9, g3, g4, g6, h1, h2, h3 and h10 this device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when opening the packaging of a 6mm x 30mm precise pro rx self-expanding stent (ses), the stent was seen partially out of the sheath. As a result, the 6mm x 30mm precise pro was not used, and a 7mm x 40mm 135cm precise pro rx ses was successfully implanted to complete the procedure. There was no injury to the patient. The 6mm x 30mm precise pro was stored and handled according to the instructions for use (IFU) in preparation to treat a lesion in the left internal carotid artery. The device was later returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g4, g6, h1, h2, h3, h6, and h10 complaint conclusion: when opening the packaging of a 6mm x 30mm precise pro rx self-expanding stent (ses), the stent was seen partially out of the sheath. As a result, the 6mm x 30mm precise pro was not used, and a 7mm x 40mm 135cm precise pro rx ses was successfully implanted to complete the procedure. The 6mm x 30mm precise pro was stored and handled according to the instructions for use (IFU) in preparation to treat a lesion in the left internal carotid artery. There was no injury to the patient. The device was returned for analysis. One non-sterile precise pro rx 6x30 was received for analysis inside a plastic bag. No original packaging was returned. The valve of the unit was received open. Per visual analysis, the stent of the unit was observed already deployed. No other anomalies were observed. Per dimensional analysis, the usable length of unit was measured, and the results were found within specification. Per functional analysis, deployment test could not be performed since the stent was already deployed. A product history record (phr) review of lot 17967643 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses - deployment difficulty - premature/prior to use¿ was not confirmed. Due to the nature of the complaint, the event could not be properly evaluated. The usable length was measured, and it was found within specification. Functional analysis could not be performed since the stet was already deployed, no anomalies were noted on the stent nor on the unit. It is difficult to draw a clinical conclusion between the device and the event based on the information available. However, it is probable that procedural and or handling factors such as the user¿s interaction with the device during unpackaging may have led to the reported event. According to the instructions for use (IFU) ¿preparation of stent delivery system: caution: the stent delivery system is shipped with the tuohy borst valve open. Be careful not to prematurely deploy the stent during preparation. Prep the device in the tray per instructions below. Close the tuohy borst valve prior to removing the device from the tray.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
When opening the packaging of a 6mm x 30mm precise pro rx self-expanding stent (ses), the stent was seen partially out of the sheath. As a result, the 6mm x 30mm precise pro was not used, and a 7mm x 40mm 135cm precise pro rx ses was successfully implanted to complete the procedure. The 6mm x 30mm precise pro was stored and handled according to the instructions for use (IFU) in preparation to treat a lesion in the left internal carotid artery. There was no injury to the patient. The device was not returned for analysis. A product history record (phr) review of lot 17967643 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device for analysis the reported stent delivery system (sds)-ses~ deployment difficulty - premature/prior to use was not confirmed. It is difficult to draw a clinical conclusion between the device and the events based on the information available. According to the instructions for use (IFU) ¿preparation of stent delivery system: caution: the stent delivery system is shipped with the tuohy borst valve open. Be careful not to prematurely deploy the stent during preparation. Prep the device in the tray per instructions below. Close the tuohy borst valve prior to removing the device from the tray.¿ neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Event description:
As reported, when opening the packaging of a 6mm x 30mm precise pro rx self-expanding stent (ses), the stent was seen partially out of the sheath. As a result, the 6mm x 30mm precise pro was not used, and a 7mm x 40mm 135cm precise pro rx ses was successfully implanted to complete the procedure. There was no injury to the patient. The 6mm x 30mm precise pro was stored and handled according to the instructions for use (IFU) in preparation to treat a lesion in the left internal carotid artery. The device was not returned as expected.